Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: as neither an item number nor a batch number was given, a check of the unit history records cannot be made. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a unknown univation knee system - the material number is unknown. According to the complaint description, the device was revised post surgery. The plaintiff underwent knee replacement surgery on (B)(6) 2017 to replace the right knee and (B)(6) 2018 to replace the left knee. Subsequent revision surgery was performed on (B)(6) 2021 to replace the right knee. A revision surgery was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).